Manufacturer narrative:
July 15, 2005. Code 086 (other): review of the production history and sterilization records. Code 100 (other): review of the production history and sterilization records showed that this device was in specification according to the standard operating procedures. Devices sold and labelled as sterile are mfg, sterilized and released to applicable standard operating procedures. Moreover, it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, and this has already been described in the literature.

Event description:
After 5+ months of implantation, this pacemaker was explanted because of an infection. Note: this was not reported to ela medical, inc. Until june 2005.